Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Section: using the automated impella controller with the impella rp flex smartassist system catheter use of the repositioning sheath and the 23 fr peel-away introducer ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound.¿ impella rp with smart assist system with automated impella controller section: warnings and cautions ¿make sure there is no bleeding at the transition from the repositioning sheath to the internal jugular vein. Close and dress the wound ¿be sure that the stopcock on the repositioning sheath is always kept in the closed position. Significant bleed back can result if the stopcock is open.¿ ¿make sure there is no bleeding at the transition from the repositioning sheath to the femoral vein. Close and dress the wound.¿ section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, cardiac or vascular injury (including ventricular perforation)¿.

Event description:
Us complainant reported an impella rp was place for support during video-assisted thoracoscopic surgery (vats) for hemothorax evacuation. After insertion, there was still some oozing, so another mattress suture was placed and repositioning sheath secured. Placement was confirmed on fluoroscopy. Impella rp support was maintained during hemothorax evacuation and intercostal cryoablation. After closure, and returning to supine position, the right femoral vein (rfv) site was bleeding again, so manual pressure applied. After transfer to intensive care unit, bleeding worsened and appeared to be arterial. The decision was made to try to wean impella rp while waiting for vascular team as kit will need to be explanted for repair. The patients was transferred to the operating room where vascular surgery cutdown on right groin, explanted the rp, repaired several arterial sticks, and the right femoral vein and superficial femoral artery (sfa). All was successfully repaired with good distal flow. The patient was successfully weaned and tolerated being off impella rp support.